Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the patient line. Customer reportedly was out of supplies, therefore was unable to load a new cartridge. Customer's blood glucose was 135 mg/dl.